Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection shows two cracks in the battery compartment, not connected. No evidence of short battery life is observed. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump is able to load and to prime a test cartridge correctly and it was exercised, no battery alarms were duplicated. External power supply confirms that the pump is drawing a nominal current¿s values. Pump¿s cover was removed, no intermittent condition was found to the power circuit. Black box review shows one 177 warning on (B)(6) 2013, occurring as soon as a battery was inserted at 1.33vp, the voltage vp recovered after 2h of basal deliveries to showing 1.62vp, several 177 warnings are observed in the alarm history. When 177 and 128 alarms were stimulated, the pump gave the correct audible and visible alert, the alarm history recorded them at the correct time and order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.